Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to hospital as blood glucose was high of 600mg/dl. Customer¿s current blood glucose was 400mg/dl and customer had symptoms like pain. Customer stated that current blood glucose was 400mg/dl at lunch, 600mg/dl at time of incident, 517mg/dl when doctor checked and before leaving the house it was 575mg/dl. Customer declined troubleshoot for high blood glucose. Customer had bent cannula. Product will not be return for analysis.